Manufacturer narrative:
DHR/bhr review (lot#4109421): the products of this batch were assembled at intima ii auto line 3 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The extension tubing batches used in this batch of products is 4085737, review the incoming inspection results, no abnormalities. No defective samples and photos have been received for the complaint. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. Sku#383014 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high-pressure injection, the root cause of the complaint may be related to the incorrect use of the product.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked with power injector during enhanced positioning of the patient, the tubing of the indwelling needle ruptured when the high-pressure injection pump was used to inject medication, and contrast medium spilled from the rupture. There was contrast medium on the CT positioning plate and the patient's body, and the injection pump contained the contrast medium iodixanol. The nurse reinserted an indwelling needle of the same model for the patient, replaced the high-pressure injection barrel, performed suction of the contrast medium, and then performed the enhanced positioning scan again. This time, a total of 199.35 yuan was spent on consumables and drugs. The patient had strong opinions and there was a risk of conflict between the doctor and the patient.